Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had endocarditis. The company representative informed that the patient also had bacteremia and the physician did not think that the system was the source of the infection. A revision was performed and the rv lead was explanted. There were no additional adverse patient effects reported. The rv lead will not be returned.